Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that a wire was hanging out after taking out of container. There was no patient involvement reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined there was damage to the power cord, exposing wires; however, the repair was not completed because the account chose not to have the device repaired. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.